Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer also reported a scratched display screen and stated that ir is difficult to read at times. Customer's blood glucose levels were not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.